Event description:
I used renu with moistureloc contact lens saline solution from 02/04/06 through 04/09/06. I was diagnosed with bacterial fungal keratitis, as well as right cornea lesions/infiltrations. I am currently taking antifungal therapy and visiting my eye dr on a weekly basis. I continue to experience eye pain with a "feeling of dust in my eyes all the time." My vision has been impaired and "I do not see like I used to before this infection." This fungal keratitis has had an big impact on my life.